Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) and lead system displayed decreasing r-waves and impedance measurements. A loss of capture was noted at maximum pacing output and the lead would not pace at high outputs. Guidant received additional information that the lead could not be retracted during the revision procedure.